Manufacturer narrative:
The reported field event of a diagnostic issue was confirmed in the laboratory due to review of egm. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that he patient was in clinic for device check when an error message was displayed while trying to get impedance measurements. The device was re-interrogated and all measurements were then displayed normally. The patient condition was fine throughout testing.